Event description:
It was reported that the tip of the instrument was broken off during use. No pt complications were reported.

Manufacturer narrative:
(B) (4): device was returned to the MFR for eval. The visual examination shows that the lower shaft is broken at the lower jaw pivot pin forward; the pin and broken off portion of the lower shaft is missing and was not returned for analysis. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with the application of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.